Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) case, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by ice. A pericardiocentesis was performed and 3 liters of fluid were removed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Furthermore, the catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection and contractions tests were performed and the catheter passed both tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) case, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by ice. A pericardiocentesis was performed and 3 liters of fluid were removed. A blood transfusion and albumin were also administered to the patient. The patient was reported to be in route to the or and in stable condition. Additional information was requested, but no response has been received.